Event description:
It was reported that early battery depletion was suspected on the implantable cardiac monitor (icm) as observed remotely via merlin.net. There were no reported patient consequences.